Event description:
It was reported the patient was not able to exit from MRI mode after an MRI. As a result, an abbott representative plans to meet with the patient and troubleshoot using an orion exit tool (oet).

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.